Manufacturer narrative:
Under european law, patient information is considered confidential and will not be released by the hospital. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
The hospital reported a disabled patient was difficult to manage during the start of anesthesia. Additionally, the clinician reportedly noted difficulty in ventilating the patient in both mechanical and manual modes. The clinician reportedly switched the patient to an external oxygen source to maintain ventilation. They succeeded to ventilate the patient but he subsequently died. Date of patient death is not known. The hospital does not allege that the equipment caused or contributed to the patient death, however they allegedly reported the incident to their regulatory authorities.